Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca)procedure, a balloon rupture occurred. The 100% stenosed, totally occluded, target lesion was located in the calcified and mildly tortuous proximal left anterior descending (lad) artery. An apex push monorail 12mm x 1.5mm had been selected and advanced to treat the target lesion. The balloon had been successfully inflated twice to 8 atmospheres (atms). On the 3rd inflation, the balloon ruptured at 10 atms. The balloon was exchanged for an unspecified non-bsc balloon. A "taxus liberte/3225" stent was implanted in the proximal to mid lad and was considered to be well positioned and well apposed. There were no patient complications reported with the patient's current condition listed as "good".